Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited out-of-range (oor) pace impedance. Additional information indicates that no intervention has been performed and the patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received that eleven months later the remote home monitoring system issued an alert for a low out of range pacing impedance measurement on this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) was consulted and discussed the alert. It was noted that this was a chronic issue and due to the patient's age no intervention was planned. At this time the physician will continue to monitor the patient and the products remain in service. No adverse patient effects were reported.